Event description:
It was reported that a 225cc mentor memorygel breast implant being used for a breast augmentation ruptured intraoperatively. No patient consequences or procedural delays were reported. At the time of this report, there is no evidence of a need for additional surgical intervention, but a supplemental report will be sent if additional information is received.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 9-dec-2021, the suspected medical device was returned for evaluation. On 29-dec-2021, the investigation on the suspected medical device was completed. Investigation summary: mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned device determined a tear on the posterior view measuring approximately 4.8 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear on the posterior view, measuring approximately 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 18-jan-2022, mentor received additional information regarding the replacement devices. The breast augmentation surgery was successfully completed with using two 225cc mentor memorygel breast implant prostheses (catalog #: 3502251bc, left serial #: (B)(6), right serial #: (B)(6)). Manufacturer's reference number: (B)(4).